Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure where in the ipg was replaced. No device malfunction was suspected. The patient was doing well postoperatively. The explanted device was not returned to bsn. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient¿s ipg was not working and was experiencing pain when charging. The patient will undergo a revision procedure wherein the ipg will be replaced and relocated.

Event description:
A report was received that the patient¿s ipg was not working and was experiencing pain when charging. The patient will undergo a revision procedure wherein the ipg will be replaced and relocated.